Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The patient received a burn to the left hand and the left hip where they were in contact with each other. No padding was used to prevent this from occurring. The patient was provided burn ointment and is expected to fully recover. The injuries, 2nd degree burns to the left hand and the left hip, are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn.

Event description:
Philips received a report that the patient suffered a burn (2nd deg) to the left hand and the left hip during lumbar/spine scan.